Event description:
It was reported that the user started a new freestyle libre 3 plus sensor using the libre app, after which the ilet system did not receive glucose readings due to the sensor being in use by another device; troubleshooting and education were completed, and the user will replace the sensor and call back if further assistance is needed. Symptoms included no alerts or alarms and absence of glucose data to the ilet. Outcomes included no clinical impact reported. Investigation included technical support review and user education regarding correct sensor pairing to ensure data transmission to the ilet. Investigation of this case revealed that the sensor was paired to a non-ilet device, which prevented data sharing with the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user pairing error.